Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency coronary treatment when the issue occurred, and it was aborted and completed by using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that there were no live and reference images on flexvision monitor. Review of the system log file showed voltage error on output 24v1. Upon troubleshooting, the fse found that there were 3 converters without 5v supply. To resolve this issue, the 24v power supply in the m cabinet was replaced. The defective part was returned to philips for analysis and found that the fan was not running and there was no power. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision monitor did not display live or reference images. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the 24v power supply in the cabinet. The device was returned to expected functionality.